Event description:
It was reported that intra-operative the left bundle branch (lbb) lead could not be advanced within the septum, so the procedure was completed by placing it in the right ventricle. It was reported that one day post implant the lbb lead exhibited pacing failure and dislodgement. A snare was required to grasp the helix region and remove the lbb lead. It was reported that a structure was attached to the helix. The lbb lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.